Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced painful bolus deliveries; no details were provided. There was no adverse impact to customer's blood glucose level. The customer declined follow up from tandem technical support.